Event description:
Boston scientific received information that at a recent follow up appointment, this lead was noted to have loss of capture and impedance issues, as a result, the lead was found to have dislodged. A revision procedure was performed, and the lead was repositioned successfully. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this report will be updated as necessary.